Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that basal rates was set too high causing blood glucose to go low. Customer was calling for assistance with settings. Customer's blood glucose was 43 mg/dl. Customer was assisted with settings, bolus and sensor.